Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (356 mg/dl) and ketones identified as possibly dangerous. Customer was treated with fluids and manual insulin injection. Customer did not believe the event was related to pump or supplies but could not confirm the cause. Customer was discharged from the hospital on (B)(6) 2018 with the issue resolved and no permanent damage.